Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hub was cracked and leaked. The following information was provided by the initial reporter, translated from french to english: when the catheter was inserted, by connecting the tubing, the solution began to leak, as well as the patient's blood. A closer look reveals a crack in the pink plastic part of the catheter.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381834 and lot number 4037544. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Additional information from the customer: pain/discomfort for the patient, as a second catheter has to be inserted + delay in management.